Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula. The formed needle was not seated in the slide retract. This resulted a failure of the needle mechanism to fully retract the needle after needle fire.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose reached 497 mg/dl. The needle did not retract when the pod was activated; this indicates a needle mechanism failure. The pod was worn over 24 hours. No treatment was reported.